Manufacturer narrative:
"The reported observation of ¿implanted wrong ipg¿ was confirmed, based on the information provided. The root cause of the reported observation was an MRI implantable device was needed and a non-MRI compatible device was implanted. There was no specific complaint against the device¿s performance. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed."

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the wrong ipg (non MRI) was accidentally given to the physician for an implant. As a result, surgical intervention occurred wherein the ipg was explanted and replaced with the correct (MRI compatible) ipg.